Event description:
It was initially reported to boston scientific corp that a c.r.e esophageal/colonic wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the balloon was inflated with an alliance inflation device and burst inside the pt's esophagus at an unk pressure (atm). Nothing detected inside the pt and the procedure was completed with that device. Follow up information indicates that there were no sharp objects present in the area dilated. There was no need to use another balloon dilatation device as the procedure was completed using this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be 'fine." Note: preliminary observations of the returned device indicate that the package was returned with only the stopcock and no device inside.

Manufacturer narrative:
These codes were selected by the manufacturer based upon information obtained from the user facility. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).